Manufacturer narrative:
The patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was further described as non compliance with sterilization technique. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Twenty nine days after the event onset, the antibiotics were discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.